Event description:
It was further reported that the patient was ¿fine.¿ it was noted that the baclofen therapy was ¿not so effective like in the trial phase.¿ the doctors thought the cause was the pulmonary infection; they tried a flex mode ¿with boli¿ to have better effectiveness.

Event description:
It was reported that there was an unknown pump or catheter issue, it was specified that since (B)(6) 2014 (pulmonary problems), there was ¿no more effectiveness of the therapy.¿ diagnostic testing or troubleshooting, with regard to the catheter, included a ¿normal x-ray,¿ which showed no anomalies; the issue was not resolved, the cause was not determined, and the catheter remained implanted and in service. With regard to the pump, no actions had been taken, no diagnostic testing was performed, the cause of the issue was not determined, and the pump remained implanted and in service. With regard to the catheter and pump, it was noted that an x-ray with contrast medium was planned ¿next week.¿ symptoms or complications associated with the event included increased spasticity. The patient¿s status was reported as ¿alive ¿ no injury.¿ according to pump logs, lioresal 500 ug/ml at 60 ug/day was started on (B)(6) 2014. Subsequently, it was noted (according to the logs) that lioresal 2000 ug/ml was increased from 422.8 ug/day to 465.5 ug/day on (B)(6) 2014, and was due to be refilled on (B)(6) 2014. It was also reported that the pump was being used to deliver baclofen (compounded) 2000 mcg/ml at 465 mcg/24hr. It was further reported that the previously reported pulmonary problems suffered since (B)(6) 2014 were severe pulmonary problems (infection). It was reported that, ¿the doctor meant that the pulmonary problems were the reason for the loss of therapy effectiveness.¿ it was at the same time that the patient had ¿no more effectiveness of the baclofen therapy. The patient had more spasticity, like before the implantation; they couldn¿t speak and were very tired. As there was no improvement with daily dose increased from the initial 60 mcg/day to 465 mcg/day, they thought it could be a problem with the system. The x-ray with contrast showed that the pump and catheter were ok; the pump worked properly, and the catheter was still in the intrathecal space and ¿continual.¿ no further interventions with the system were planned. The pump was noted to be infusing baclofen (sintetica). No interventions or outcome were reported regarding these events. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4).